Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiib. The most likely cause of the compromised stent graft integrity and procedure related harms could not be determined due to a lack of any medical records or imaging. The patient status was reported as pending a secondary endovascular procedure. There have been no further reports of negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to less than 0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place (B)(6) 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to less than 0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient was initially implanted with a bifurcated, a suprarenal, and a limb graft. Patient came in for routine follow up, CT revealed endoleak type iiib. Patient is currently doing well and is waiting for reline scheduled for (B)(6) 2017. No additional patient sequalae has been reported at this time.